Event description:
It was reported that the extension was broken or damaged during tunneling at the implant procedure. It was unknown what caused the damage. The extension was replaced with a new one during the same procedure and was functioning well. The issue was resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The original MDR was filed as mfg report (B)(4). Additional information indicated the correct manufacturing site was (B)(4). Analysis of extension model 3708660, found that conductor #1 was broken 2.8 cm from the proximal end. An open circuit was found on circuit #1.

Manufacturer narrative:
Conclusion code was updated.